Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the foreign material on the air water tube and air water cylinder, cause not identified. The most probable root cause of the image was not displayed was due damage on charged couple device unit and plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found foreign material on the air water tube and air water cylinder, cause not identified and image was not displayed was due damage on charged couple device unit and plug unit. There was no patient involvement.